Event description:
The following has been reported: medicinal technique has observed an increasing number of alarms for error 22. Upon checking, everything is working as it should and the problems cannot be recreated. On the serial # reported the error has been documented twice on different occasions. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history records were reviewed and an internal CAPA linked with the report issue are found. An internal CAPA has been opened in april 2019 to reduce the occurrence of error 22. The modification to this CAPA has been deployed (redesign of force sensor soldering agilia sp) on which the first sn with the modification is (B)(6), after the devices of the complaint had been manufactured. Device history log of the provided device was reviewed, and several error ID 22 were found. One of the four device reported sn (B)(6) was received in brézins for investigation. According to our analysis, nothing was noticed during both external and internal check. Several of tests were carried out on the device, including force sensor test on agilia partner, occlusion test, force test in maintenance mode and quality control check. The reported event could not be reproduced during testing, no alarms or error messages were triggered, and all tests were compliant with device specifications. For this complaint, with the results of analysis no defect could be noted on the device following several checking/tests. No root cause could be identified however, the error reported by the customer is confirmed so the complaint is valid. The following actions are recommended to be carried out on the device: 1) change the force sensor and ribbon cable kit preventively, 2) perform the force sensor calibration using agilia partner maintenance software. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Manufacturer narrative:
Related report numbers: 3004548776-2025-00021, 3004548776-2025-00022, 3004548776-2025-00023.